Event description:
A nurse was checking residual and when she picked up the end of the neotube to take lid off, the whole end of the neotube popped off. Changes to improve this process would include not using a neotube and using a 5 or 8fr orange feeding tube which are more durable.